Event description:
On (B)(6) 2019, a pvs21 sn (B)(4) was reportedly implanted/explanted intraoperatively. No other information is currently available.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), and its nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Based on the available information, the root cause of the event is reportedly related to the patient's anatomy. There is no evidence to suspect a device malfunction nor an adverse impact on the patient.

Event description:
On (B)(6) 2019, a pvs21 was reportedly implanted/explanted intraoperatively. Based on the additional information received from the site, the explant was attributed to the patient's anatomy. No device malfunctions are reported, and there is no evidence to suspect that the patient was adversely impacted by the event based on the feedback received.